Manufacturer narrative:
Additional information received. Based on the additional information received, the product issue of withdrawal difficulty through the sheath was deleted. File changed to not reportable-resistance/friction between the guidewire and balloon catheter only. No additional information is available/no further follow-up will be forthcoming.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty/pta, the slalom thrill 5x4 40cm 3.7f balloon catheter (bc)/complaint product became stuck during withdrawal along with the guidewire in the (unknown) catheter sheath introducer/csi used. The products were removed together successfully as one unit. The guidewire was not a cordis product. There was no reported patient injury. The procedure was completed using the same guidewire and another new (unknown) balloon catheter. The target lesion was a dialysis shunt in the radial vein. No target lesion information is available. The bc/complaint product was successfully delivered and was inflated several times at 10 atm. Prior to the reported product issue. The complaint product will not be returned for analysis because it was discarded at the hospital. The physician's comment: there was no visual anomaly in the savvy and the guidewire after the removal from the patient.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.